Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400's mg/dl. The customer had symptoms such as nausea and vomiting and treated with pump bolus. Customer's blood glucose value was 431 mg/dl at the time of the call. Customer mentioned priming issues. The customer will call back to troubleshoot if issues persist. The product was not returned for analysis.